Manufacturer narrative:
Evaluation for this event is still in progress. A follow-up report will be filed once evaluation is complete or if additional information is obtained that was not available for the initial report.

Event description:
On (B)(6) 2018, a distributor sales representative notified medcad that the accushape peek patient-specific implant was removed from the patient on (B)(6) 2018, after the patient experienced an infection.

Manufacturer narrative:
Device was used for treatment and not for diagnosis. On december 31, 2018, medcad was notified by the distributor sales representative that the accushape peek patient-specific implant had been explanted on (B)(6) 2018. It was reported by the distributor sales representative that the device was originally implanted on (B)(6) 2018. On january 28, 2019, the surgeon reported via email that the infection that the patient experienced was likely due to a previous infection experienced by the patient. Review of production records found that the device was manufactured in accordance with medcad's production requirements. No nonconformance related to the production of the device was observed. It was reported by the distributor sales representative on december 31, 2018, that the device has been discarded and is not available for evaluation. The distributor sales representative reported that the patient weight at the time of the event was 228 lbs. A new accushape peek device was manufactured and distributed for the patient on january 8, 2019.